Event description:
\It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wire come out of the tip. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage to the conductor wire. There was no material missing. The conductor wire was exposed, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This is a reportable malfunction due to the following conclusion: failure analysis confirmed that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.